Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the customer experienced diabetic ketoacidosis (dka) and being hospitalization in the intensive care unit (ICU); cause of dka was not provided. Ketone level identified as life threatening by healthcare provider. Reportedly, the customer was treated with intravenous fluids of insulin and saline. Multiple follow attempts were made by tandem customer technical support (cts) to obtain additional information; however, no response was received.